Manufacturer narrative:
Additional information received on 10/13/2020 updating incident description, and event problem codes. See investigation attached.

Event description:
Allegedly, patient was revised due cup had become loosened. Additional information added on 10/07/2020 : the patient had a previous revision that was captured under incident number : (B)(4). Additional information received on 10/13/2020 from (B)(6): adding partial product information and updating incident description. Allegedly, patient was revised due cup had become loosened, patient continues suffering pain, adverse local tissue reaction and femoral head corrosion.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due cup had become grossly loose.